Event description:
As reported by the edwards field clinical specialist, 44 days post transfemoral tavr procedure, the patient expired. The cause of death was not provided. To date, no additional information has become available.

Manufacturer narrative:
Per the device¿s instructions for use, death (procedure-related, device-related, or unknown) is a potential complication associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia. In this case, multiple investigational follow-ups have taken place; however, to date the cause of death for this patient has not been obtained. There is no evidence the death was related to the edwards valve. There are multiple potential causes for the reported event, including the patient¿s advanced age and multiple co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Should additional information be received, this case will be reopened and investigated. No corrective or preventive actions are required.